Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer had failed to open. A field service engineer verified that the rails were damaged. The field service engineer logged into hta, removed the cubies, powered off the device, removed the drawer, and installed a new drawer. The drawer divider was not properly seated, which blocked the bottom drawer to close after opened. The field service engineer adjusted the divider, reloaded the cubies to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 6 was jammed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.